Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): loss of external power, ac power not indicating, power supply board replaced. Health impact: none, no patient was involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: the power supply was identified as defective problem. Replacement of the power supply solved the issue.